Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer¿s blood glucose level.